Event description:
Boston scientific became aware of the event involving a wallflex esophageal stent through the article "successful management of ileorectal anastomotic disruption with off-label use of endoscopic covered metallic stent" by alex tran et al. Per the article, during 2024, a wallflex esophageal stent was endoscopically placed to manage an anastomotic disruption on a 54-year-old female patient with a history of diverticulitis, multiple surgeries, and anastomotic leak following ileorectal anastomosis. Six weeks post stent placement, the stent migrated and passed naturally with no leaking episodes noted and the patient recovered. Please see the reference article for full details. Note: it was reported that the wallflex esophageal stent was used to correct anastomosis leaks. However, per the wallflex biliary rx fully covered stent system instructions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The manufacturer aware date was used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: alex tran, et al. "Successful managment of ileorectal anastomotic disruption with off-label us of endosopic covered metallic stent", sagepub.com/journals-permissions doi: 10.1177/00031348241241708. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
Boston scientific became aware of the event involving a wallflex esophageal stent through the article "successful management of ileorectal anastomotic disruption with off-label use of endoscopic covered metallic stent" by alex tran et al. Per the article, during 2024, a wallflex esophageal stent was endoscopically placed to manage an anastomotic disruption on a 54-year-old female patient with a history of diverticulitis, multiple surgeries, and anastomotic leak following ileorectal anastomosis. Six weeks post stent placement, the stent migrated and eventually passed naturally with no leaking episodes noted and the patient recovered. 4 months post-stenting, a follow-up CT scan was made, and no complications were reported. Please see the reference article for full details. Note: it was reported that the wallflex esophageal stent was used to correct anastomosis leaks. However, per the wallflex esophageal fully covered stent system instructions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The manufacturer aware date was used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: alex tran, et al. "Successful managment of ileorectal anastomotic disruption with off-label us of endosopic covered metallic stent", sagepub.com/journals-permissions doi: 10.1177/00031348241241708. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2203 captures the event of computed tomography (CT) scan post-stent placement.